Event description:
On 24th april, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated that paint layer on the dome was peeling off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Further information provided by getinge subject matter expert indicated that the paint wasn't peeling from device. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing particles, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
The correction of b5 describe event and problem, h6 investigation findings, h6 medical device ¿ problem code, h6 medical device ¿ component codes and h6 investigation conclusions deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 24th april, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated that paint layer on the dome was peeling off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 24th april, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated that paint layer on the dome was peeling off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Further information provided by getinge subject matter expert indicated that the paint wasn't peeling from device. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing particles, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Previous h6 investigation findings: results pending completion of investigation///3233. Corrected h6 investigation findings: none. Previous h6 medical device ¿ problem code: material integrity. Problem/degraded/peeled/delaminated/1454. Corrected h6 medical device ¿ problem code: none. Previous h6 medical device ¿ component codes: mechanical/coating material//4768. Corrected h6 medical device ¿ component codes: none. Previous h6 investigation conclusions: conclusion not yet available//11. Corrected h6 investigation conclusions: no problem detected//67. Initially provided information was pointing to paint peeling. The issue is considered as safety related as any particles falling off into sterile field or during procedure may cause contamination. According to additional clarification provided by the getinge subject matter expert, the initial information was incorrect. It was determined that the issue investigated herein is not safety and risk related as there was no missing part nor risk of falling component. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. It was established that when the event occurred, the device was up to the manufacturer specification. There is no indication if the device was being used for patient treatment at the time when the event occurred. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.

Event description:
On 24th april, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated that paint layer on the dome was peeling off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The initial reporter was getinge technician. Additional information will be provided following the conclusion of the investigation.